Manufacturer narrative:
Per reporter, the event took place on (B)(6) 2015. (B)(4). Device is an instrument and is not implanted or explanted. The complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a coupling screw broke during an unknown procedural step. No additional information was provided at the time of initial report. This report is 1 of 1 for (B)(4).